Manufacturer narrative:
Correcting this event from reportable to non-reportable after receiving additional information. This device has never been sold in the USA and are therefore not reportable. Please disregard the initial report.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.